Event description:
It was reported that while the scrub tech was assembling the handpiece during setup, a screw broke off into the instrument. Part of the screw is stuck and not pulling it out after multiple attempts. New handpiece was used.

Manufacturer narrative:
H10 h3, h6: the thumbscrew was intended for use in treatment and while the scrub tech was assembling the handpiece, a screw broke off into the instrument. Part of the screw was still stuck in the handpiece and they were not able to pull it out after multiple attempts. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specification when it was released to distribution. A complaint history found similar reports, this issue will continue to be monitored. Product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Based on the investigation and the prior complaints received, it is likely that the event occurred due to excessive force from the user when tightening the thumbscrew.